Event description:
It was reported to philips that the wireless footswitch had connection issues. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and was notified that the wireless foot switch (wfs) did not function sporadically. It was identified that the status indicator for signal reception was red indicating wireless connection was unavailable. The customer confirmed that they continued using the wired footswitch without any issues. A philips field service engineer (fse) visited on-site and replaced the wfs and wfs base station to resolve the issue. The system was returned to use in good working condition or ready for clinical use. The wfs and wfs base station was returned for further analysis. Functional testing was performed, and no failures were observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.